Event description:
Caller reported that the pump malfunctioned. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer reverted to an alternate method of insulin therapy.